Event description:
Patient's mother reported that the meter is giving wrong bolus advice. Mother stated her son is always having hypos after breakfast, after they injected the amount of insulin suggested by the meter. No adverse event reported. Mother states that bolus advice is too high. Requested return of the alleged device for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.